Event description:
Country of complaint: (B)(6). Insufficient coagulation. Related to 2916714-2014-01009.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: product was not returned for eval. The mfg documents have been checked and found to be according to the specifications during the time of production.